Event description:
The patient's gastrointestinal bleed was confirmed with an esophagogastroduodenoscopy with bleeding arteriovenous malformations. The bleeding resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of outflow graft obstruction could not be confirmed through this evaluation as no images were submitted for review and the pump was not returned for evaluation. Additionally, a direct relationship between the device and the reported gastrointestinal (gi) bleeding and elevated pump power could not be conclusively determined through this evaluation. It was reported that the patient was admitted to the hospital for a suspected gi bleed. Review of the patient¿s log files revealed 2 pump power and pump flow elevations on (B)(6) 2021 and (B)(6) 2021. It was also reported the patient was experiencing low voltage alarms. There was concern for possible outflow graft obstruction, so the patient was subjected to a computer tomography (CT) scan which revealed a narrowing of the distal end of the anastomosis of the graft to the ascending aorta. It was reported ¿bio-debris¿ was found around the distal end of the exterior of the graft. The debris was removed, and pump flow increased slightly. Three system controller log files containing overlapping data revealed that between (B)(6) 2021 21:24:47 and (B)(6) 2021 01:26:10 there were power elevations when the power ranged from 7.4 ¿ 9.0 w. The power elevations correlated with increases in pump flow when the flow ranged from 8.1 ¿ 11.1 lpm. The power elevations did not have an effect on the actual speed of the device. Routine pi events and power exchanges were documented throughout the log file. The device operated above the low-speed limit and appeared to function as intended. Additional information from the vad coordinator revealed that the patient was found to have an outflow graft obstruction. The additional information also revealed that gastrointestinal (gi) bleeding was confirmed through an esophagogastroduodenoscopy (egd) which revealed an arteriovenous malformation (avm). It was reported the patient was experiencing anemia due to the gastrointestinal (gi) bleeding. The patient had since been discharged to acute inpatient rehab. Multiple requests were made to obtain photo documentation of the outflow graft obstruction; however, no response was received from the clinic. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). Bleeding is listed in the hmii IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the hmii IFU provides information regarding anticoagulation, including recommended inr values. The heartmate ii lvas IFU contains information regarding the preparation and attachment of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The hmii IFU outlines power elevations and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information on assessing flow. Pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Heartmate ii lvas IFU rev. C is currently available. Bleeding is listed in the hmii IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the hmii IFU provides information regarding anticoagulation, including recommended inr values. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Power changes are also addressed in section 6.2 of the operating manual. The hmii IFU patient care and management section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. Section 5 of the IFU ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section states, ¿verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight¿ under ¿attaching the sealed outflow graft¿. This section warns that ¿failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding¿. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files indicated 2 unsustained power/flow elevations on (B)(6) 2021 and (B)(6) 2021. The patient was seen for a suspected gi bleed. The patient is reporting multiple low voltage alarms. There is concern for a possible outflow graft obstruction. The patient went to the operating room for exploration of the outflow graft. A computer tomography angiography showed a narrowing of the distal end of the anastomosis of the graft to the ascending aorta. The exploration found "bio-debris" around the distal end of the exterior of the graft. Debris was removed and the patient was closed and transported to the intensive care unit. The flow was slightly increasing. The pump appears to be working as intended.